Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 07jan2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended touchscreen calibration, discussed the unit's periodic maintenance requirements and provided service bulletin (B)(4). The customer performed touchscreen calibration and the issue was resolved.

Event description:
It was reported that the touchscreen was inaccurate. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.